Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and swelling. No further patient complications were reported.